Manufacturer narrative:
Pump received with normal operating currents. No unexpected low battery alarm noted. However, unexpected replace battery and replace battery now noted in the pump history due to connector resistance (j6 pcb 1). The loaded voltage (loaded vlith) display at the power graph management tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector on j6 pcba 1, pump was monitored and functioned properly. Unit was received with minor scratched lcd window and scratched case.

Event description:
The customer reported via phone call that their insulin pump alarmed failed battery and low battery. The customer¿s blood glucose level was unknown at the time of the incident. Customer states they receive frequent battery failed alarms. The customer was advised to discontinue use of the insulin. The insulin pump will be returned for analysis.